Manufacturer narrative:
The device was not returned to the manufacturer for physical evaluation. Additionally, no on-site evaluation of the unit was performed by a fresenius regional equipment specialist (res) and no parts were returned for failure analysis. Follow-up information provided by the clinic manager revealed that the event was noted as being a settings issue which was the result of a user error. The staff has been advised to closely monitor patients and the system settings. The unit has been returned to service at the user facility without a recurrence of the event as reported. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process which could be associated with the reported event. In addition, the device history record (DHR) review confirmed the material and process controls were within specification. Although follow-up information was provided by the complainant which confirmed that the event was caused by the end user, a definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device. Therefore, this complaint has been deemed not confirmed.

Manufacturer narrative:
The plant investigation is in process. A supplemental medwatch report will be submitted upon completion of this activity. Clinical investigation: muscle cramps are a common complication of hemodialysis (hd) treatment, occurring in 33 to 86 percent of patients. The exact etiology of cramps in dialysis patients is unknown. There seems to exist a temporal relationship between the 2008k2 hemodialysis (hd) machine and the patient¿s complaint of cramps and weakness. However, the patient sustained no serious injury or illness as a result of this event, and the treatment was able to be completed as scheduled without the need for medical intervention.

Event description:
The user facility¿s clinical manager reported that a 2008k2 hemodialysis (hd) machine pulled too much fluid off the patient during a routinely scheduled hd treatment. The staff, upon reviewing the system settings, found that 2.5 kilograms (kg) of fluid had been pulled off the patient. The ultrafiltration (uf) goal was reported set to pull 0.7kg from the patient over the course of the entire hd treatment. The patient was able to complete the full hd therapy using the same system. Following the completion of the treatment, the patient complained of cramping and generalized weakness. However, the patient's vital signs and blood pressure were within the acceptable range, therefore, no medical intervention was required. Follow-up information provided by the clinic manager revealed that the event was a settings issue. The staff has been advised to closely monitor patients and the system settings. No parts are available to be returned to the manufacturer for evaluation.